Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: revision shoulder replacement (2nd revision). This was first revised on (B)(6)2014 at (B)(6) by dr (B)(6). Nd revision surgery was performed on (B)(6) 2014 by the same surgeon and at the same hospital. This was revised as the head had dislocated.

Manufacturer narrative:
Procedure: revision shoulder replacement (2nd revision). This was first revised on (B)(6) 2014 at (B)(6) by dr (B)(6). 2nd revision surgery was performed on (B)(6) 2014 by the same surgeon and at the same hospital. This was revised as the head had dislocated. Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays confirms humeral head disassociation but no other conclusions can be drawn from the review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.